Event description:
The lay user/patient called lifescan (lfs) on november 12, 2007 alleging the one touch ultra2 meter was prompting an "other" message. The medical affairs specialist spoke to the pt on november 13, 2007. The patient reported the meter issue began when she first obtained the meter, which was in 2006. Since that time, she has been able to test intermittently. She takes 2 mg of amaryl a day. Sometime last year, the patient reported feeling dizzy, weak, and sweaty. She drank orange juice and felt better within 30 minutes. She was unable to test prior to the symptoms. She does not use the meter to adjust her medications, but she does adjust what she eats according to her meter results. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and there was an indication of a serious injury, as the patient was found to have symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.